Manufacturer narrative:
The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported the upon opening of the angio-seal, the physician found that the arteriotomy locate (or dilator) of the sheath was completely cracked and broken. The device was not used on the patient and the procedure outcome was fine.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information and the completed investigation. Additional information was received and has been provided. One 6fr angio-seal vip device was received for product evaluation. The carrier tube assembly was received in a polyfoil pouch with the arteriotomy locator, hemostatic sheath and guidewire. The returned components were subjected to visual analysis. There were no gross visual anomalies on the polyfoil pouch, hemostatic sheath or guidewire. There was a shallow "u" shaped curve present in the arteriotomy locator. At the blood inlet hole, there was a kink present causing the inlet hole to appear offset. No cracks were observed in the arteriotomy lector. The supplied arteriotomy locator could be properly mated with the hemostatic sheath. Based on the returned device, the complaint could be confirmed for a bend in the arteriotomy locator and a kink at the blood inlet holes. No crack was found in the arteriotomy locator. There is no evidence that this event was related to a device defect or malfunction. Off-axis forces have been known to cause kinks in the arteriotomy locator. The exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
Additional information was received on april 23, 2018. A second device was used to achieve hemostasis.